Manufacturer narrative:
Zoll medical corporation received the device for investigation. The device went through 37.9 hours of run in utilizing the customer settings. During this time, the unit had no issues or faults. A review of the device event trace was also performed for the date of the reported incident. The event trace review showed normal operation on the event date with no faults found.

Event description:
Complainant alleged that during use on a patient, the device was not blowing air. First responders placed patient on transport ventilator and was sent to hospital. Complainant indicated that there was no adverse effect to the patient due to the reported issue.